Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that pt was having pain, elevated cobalt levels so pt was revised.